Event description:
It was reported that a pump exhibited a cassette not attached alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B5: additional information received on 12-oct-2022 via email. No patient was involved. The device was being tested by the biomed repair center after its return from the field. Customer does not have a lot of information.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and the device was in good condition. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown, but the downstream occlusion (dso) sensor was found to be inoperable. Replaced the inoperable downstream occlusion sensor. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for bubbled dso seal. The replaced of the dso seal can result in dso sensor issues if not completed correctly, but there was no indication of any issues with repair during evaluation.